Manufacturer narrative:
G4:24mar2021. B4:02apr2021. A philips service technician evaluated the ventilator and the alarm was confirmed in the operation log. The philips service technician replaced the solenoid valve to resolve the issue. The device successfully passed all required testing, and remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
It was reported to philips that "machine pressure sensor auto-zero failed" was displayed during in-house run testing. The device was not in clinical use at the time of the event. There was no report of patient or user harm and there was no delay in patient therapy.